Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The single board computer kit was placed on order and will be replaced. No further problems are anticipated once repairs are affected. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 6800 had problems on initialization and would lock up intermittently. There was no adverse patient involvement reported. There was no patient information reported.